Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer, who contacted the company to request product information, concerned a current (B)(6) female patient of unknown origin. Medical history included type I diabetes for about 40 years (in 1971). Concomitant medication included insulin glargine. The patient received human insulin isophane suspension (humulin n) and human regular insulin (humulin r) via vial with unknown dosing regimen and route for the treatment of type I diabetes beginning on an unspecified date. The patient had also used humapen luxura half-dose devices beginning on an unspecified date. On an unspecified date while on human insulin isophane suspension and human regular insulin therapy, the patient developed low blood sugar when she missed a meal (no lab values provided). On an unspecified date, the patient experienced confusion. Reportedly, the patient had many health problems that she was working out with her physician. Since an unspecified date about two years ago (in 2009), the patient was switched to insulin lispro (humalog) via vial, dosed as needed (counts carbs when she ate, 7 units carb for 1 unit insulin lispro, usually 2- 3 units at time a couple of times per day when she ate a salad, 6-7 units when she ate a sandwich) for the treatment of type I diabetes. In an additional report, it was reported that patient had been on insulin lispro in a vial for 15 years (1996). In 2001, the patient experienced noticeable neuropathy. Reportedly, her neuropathy was not bad or to the point where she needed more medication. The patients hand coordination was not that great. On an unspecified date while on insulin lispro and insulin glargine therapies (reported taking both drugs for two years), the patient developed low blood sugar and vomiting. The patient stated that she had no symptoms of low blood sugar and she had called the ambulance as her blood sugar went so low that she started vomiting. The patient reported that insulin glargine was ruining her life because it peaked after 5 hours. Her blood sugar was normal at bedtime and 5 hours after taking insulin glargine, her blood sugar dropped dramatically to approximately 55 mg/dl. The patient stated something about getting sick and passing out in the morning. She could not stay home alone and she was wearing a blood sugar monitor for constant readings through the day. Now her blood sugar monitor woke her up, so that she could eat something. Her doctor divided up her dose of insulin glargine in half, so she was taking two doses now, but her nighttime blood sugar stayed high in the 120 -140 mg/dl range and her morning blood sugar was in the 200's. The patient also stated that insulin lispro took an hour or an hour and half to bring her blood sugar down to acceptable level, sometimes the numbers did not even move after an hour. No further information was provided. It was unknown if the patient recovered from the events or if insulin lispro therapy continued. It was unknown if the patient was a trained user of the device. It was unknown how long the patient had used humapen luxura half dose devices or how long the suspect device was used. It was unknown if use of the pen was continued. The device was not returned. Update 22-apr-2011: additional information received from the initial reporter on 20-apr-2011. Added events of neuropathy and hand coordination not great. Added that patient reported being on insulin lispro since 1996. Case and narrative updated with new information accordingly. Update 27-apr-2011: additional information received from the initial reporter on 22-apr-2011. Added humapen luxura half dose device and event of confusion. Added that patient had many health problems that she was working out with her physician. Case and narrative updated with new information accordingly. Edit 10-may-2011: updated device medwatch info and EU/ca button areas. Edit 11-may-2011: updated device medwatch info area. Edit 16may2011: letter received on 16may11 marked return to sender. Update 01sep2011: additional information received on 31aug2011 from the global product complaint database added the device specific safety summary; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a patient reported that it was hard to tell the insulins apart and the luxura hd pen should be red (to help her distinguish fast acting insulins). It is unknown whether the patient confused her insulin formulas. The actual device was not returned to the manufacturer for investigation (batch unknown, but not relevant for this case). The user expressed a design preference. There was no alleged device malfunction. Improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer, who contacted the company to request product information, concerned a current (B)(6) year old female patient of unknown origin. Medical history included type I diabetes for about 40 years (in 1971). Concomitant medication included insulin glargine. The patient received human insulin isophane suspension (humulin n) and human regular insulin (humulin r) via vial with unknown dosing regimen and route for the treatment of type I diabetes beginning on an unspecified date. The patient had also used humapen luxura half-dose devices beginning on an unspecified date. On an unspecified date while on human insulin isophane suspension and human regular insulin therapy the patient developed low blood sugar when she missed a meal (no lab values provided). On an unspecified date, the patient experienced confusion. Reportedly, the patient had many health problems that she was working out with her physician. Since an unspecified date about two years ago (in 2009), the patient was switched to insulin lispro (humalog) via vial, dosed as needed (counts carbs when she ate, 7 units carb for 1 unit insulin lispro, usually 2- 3 units at time a couple of times per day when she ate a salad, 6-7 units when she ate a sandwich) for the treatment of type I diabetes. In an additional report, it was reported that patient had been on insulin lispro in a vial for 15 years (1996). In 2001, the patient experienced noticeable neuropathy. Reportedly, her neuropathy was not bad or to the point where she needed more medication. The patients hand coordination was not that great. On an unspecified date while on insulin lispro and insulin glargine therapies (reported taking both drugs for two years), the patient developed low blood sugar and vomiting. The patient stated that she had no symptoms of low blood sugar and she had called the ambulance as her blood sugar went so low that she started vomiting. The patient reported that insulin glargine was ruining her life because it peaked after 5 hours. Her blood sugar was normal at bedtime and 5 hours after taking insulin glargine, her blood sugar dropped dramatically to approximately 55 mg/dl. The patient stated something about getting sick and passing out in the morning. She could not stay home alone and she was wearing a blood sugar monitor for constant readings through the day. Now her blood sugar monitor woke her up, so that she could eat something. Her doctor divided up her dose of insulin glargine in half, so she was taking two doses now, but her nighttime blood sugar stayed high in the 120 -140 mg/dl range and her morning blood sugar was in the 200's. The patient also stated that insulin lispro took an hour or an hour and half to bring her blood sugar down to acceptable level, sometimes the numbers did not even move after an hour. No further information was provided. It was unknown if the patient recovered from the events or if insulin lispro therapy continued. It was unknown if the patient was a trained user of the device. It was unknown how long the patient had used humapen luxura half dose devices or how long the suspect device was used. It was unknown if use of the pen was continued and its return status was not provided. Update (B)(6) 2011: additional information received from the initial reporter on (B)(6) 2011. Added events of neuropathy and hand coordination not great. Added that patient reported being on insulin lispro since 1996. Case and narrative updated with new information accordingly. Update (B)(6) 2011: additional information received from the initial reporter on (B)(6) 2011. Added humapen luxura half dose device and event of confusion. Added that patient had many health problems that she was working out with her physician. Case and narrative updated with new information accordingly.